Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device by the manufacturer service center, the service technician states that the ventilator failed a repair test step relating to the active exhalation control (aecm) valve opened. During the investigation, the tubing was not connected to the aecm, which caused the test failure. The tubing was reconnected to correct the aecm issue. The device was sent for retest and failed another test step relating to the positive flow verification. The service technician states that the device was recalibrated to resolve the issue. The ventilator was retested and passed all testing. Additionally, the handle and front case enclosure were replaced. It is noted that during testing, the power management board had physical damaged but was still functional. The service technician replaced the power management board as a precaution. The device also failed a test step relating to the software revision, hardware revision, and boot monitor software revision. The device has a generation 2 system board and the test was incorrectly ran for a generation 1 system board. The device was retested on a generation 2 test.